Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood cannot recall blood glucose reading. Troubleshoot was performed. Customer used new (B)(6) battery. The insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Customer also reported physical damage on the screen. Customer also reported clock monitor frequency error but declined to troubleshoot. Customer was not calling back after receiving a new battery cap. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to confirm alarm, display anomaly or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No constant tone/beep noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.